Event description:
The customer reported a pads cable failure during opcheck. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a pads cable failure during opcheck. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the issue.